Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) meter registered a low reading; value was unknown. Reportedly, the customer delivered a bolus but did not consume all of the food. Candy was consumed to treat bg level. Recommendation was made to consult with health care provide regarding diabetes management.